Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell and others and opening, brown/yellow particles. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening, missing piece shell and a striated edge opening, consist with use of a surgical tool and have non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification and opening striated. Based on the device analysis the final assessment is: a sharp broken on radius due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive. A striated edge opening on anterior side due to surgical damage. A striated edge opening on radius side due to surgical damage. A striated edge opening on posterior side due to surgical damage. Non-penetrating striated in the radius side. Additional, changed, and/or corrected data: b.5; d.7; d.10; g.1, g.3; h.3; h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.